Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the patient underwent a magnetic resonance imaging- MRI without being programmed to the necessary mode. Programming changes and defibrillation threshold testing were performed. The patient was in stable condition.